Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that the lens was scratched. Additional information has been received stating that the lens was inserted into capsule and surgeon discovered large scratch on iol surface immediately lens was removed and returned to packaging during initial procedure. The procedure was completed on same day without any harm to the patient. In the surgeon's opinion lens may have been scratched by the pusher of the loader. Surgeon's prognosis was possible defective lens or cartridge, or scratch from loading device. The patient's issues resolved.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.